Event description:
Additional information was received indicating the replacement procedure was an elective device upgrade due to the condition of the patient. The procedure was not considered prophylactic.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the device was explanted and replaced prophylactically as it is included in the assurity and endurity pacemaker equipment anomaly advisory issued by abbott on 10 oct 2023 for a subset of devices distributed and implanted outside of the united states. The patient was in stable condition.